Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Microscopic inspection of the instrument noted presence of clips in the tube. Functional evaluation of the instrument noted that the pusher bar did not advance upon actuation of the handle. The root cause of the observed condition was determined to be a result of an assembly issue. This issue has been brought to the attention of the appropriate manufacturing personnel and a process improvement was initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(6). (B)(4).

Event description:
According to the reporter, during a lap chole required one of device which ended up being faulty and a second was used. There was no blood loss. There was no increase to theatre time.